Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that a ar-8725-50h micro compression ft¿ screw, a ar-8737-45 driver shaft, and a ar-8737-37 driver shaft broke. This occurred during a metacarpal shaft fracture on (B)(6) 2022 when the ar-8725-50h screw broke half way during implantation into the metacarpal. Once the screw was extracted and the other screw was being implanted the ar-8737-45, and ar-8737-37 driver shafts also broke. The case was completed using a metal cutting burr to cut the remaining end of the screw off and just burr it down till it was down to the articular surface. All fragments of the broken devices were retrieved. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.